Event description:
Pt underwent pacemaker insertion at outside hosp. Presented with a two-month history of imminent fever and positive blood cultures identified as mycobacterium fortuitum. Echocardiogram demonstrated vegetation on the atrial lead. The diagnosis is bacteremia with endocarditis.